Event description:
Lap chloe: "not all clips were not closing completely. Did not need to open second clip applier."

Manufacturer narrative:
No product is being returned for evaluation but lot# is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.